Event description:
The customer reported that after replacing the magnesium calibrator lot to 54187m200, two levels of controls were out of range on the architect c8000 analyzer. The calibration was rerun with fresh controls without resolution. No impact to pt management was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The manufacturer has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is completed.